Event description:
It was reported that the user experienced repeated scan errors when attempting to scan the connected cgm with the ilet application, which was resolved after deleting and reinstalling the ilet app, after which the cgm scan succeeded and entered warmup. Symptoms included no adverse clinical effects. Outcomes included no alerts, no alarms, and no medical intervention. Investigation included troubleshooting and user education conducted remotely. Investigation of this case revealed that the issue was consistent with a software or connectivity interaction affecting cgm scanning that was corrected by application reinstallation, with no device hardware malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user interface or software-related and resolved with standard troubleshooting.